Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer would not boot up. It had blank display for about ten minutes and then a system error displayed. Analysis also found the programmer had a system error after the hard drive was replaced; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Power supply was noisy. (B)(4).

Event description:
It was reported that the programmer would not boot up and at times would shut down during follow up of devices. The programmer was returned for repair. No patient complications have been reported as a result of this event.